Event description:
Same case as: 2134265-2015-00803. It was reported that filterwire basket detachment occurred. The target lesion was located in a highly tortuous saphenous vein graft to the circumflex artery. A promus premier¿ stent was implanted. During the procedure, the non-bsc guide catheter that was used to cannulate came out and pulled the 190cm filterwire ez¿. The 190cm filterwire ez¿ got stuck on the strut of the distal portion of the previously implanted promus premier¿ stent. When the filterwire ez¿ came in contact with the stent, the stent shortened. The physician tried for about 4 hours to remove the filterwire ez¿ and at some point during those removal efforts, the filterwire ez¿ basket detached and remained in the vessel. Snaring attempts to remove the filterwire ez¿ basket were unsuccessful. The interventional cardiologist (ic) was unable to rewire the lesion. The patient was stable during the procedure.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for evaluation. Visual inspection of the device observed that the wire was received outside of the sheathing; the sheathing was found damaged and the wire could not be inserting. Moreover, the body was found kinked at 0.8cm approximately from the proximal end. The filter bag was in good condition upon analysis. All the outer diameter and guidewire overall length were according to specifications. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as: 2134265-2015-00803. It was reported that filterwire basket detachment occurred. The target lesion was located in a highly tortuous saphenous vein graft to the circumflex artery. A promus premier¿ stent was implanted. During the procedure, the non-bsc guide catheter that was used to cannulate came out and pulled the 190cm filterwire ez¿. The 190cm filterwire ez¿ got stuck on the strut of the distal portion of the previously implanted promus premier¿ stent. When the filterwire ez¿ came in contact with the stent, the stent shortened. The physician tried for about 4 hours to remove the filterwire ez¿ and at some point during those removal efforts, the filterwire ez¿ basket detached and remained in the vessel. Snaring attempts to remove the filterwire ez¿ basket were unsuccessful. The interventional cardiologist (ic) was unable to rewire the lesion. The patient was stable during the procedure.

Manufacturer narrative:
(B)(4).